Manufacturer narrative:
(B)(4). Upon completion of a lot record review, a follow up report will be filed. Device is not being returned.

Event description:
Customer needed assistance with checking the outputs of their cmciii. Provided the service manual and technical support. 11/26/2014 additional information from the customer explained that he found the unit in the hall with an orange tag on it indicating that there was an output issue. He was able to go online and figure the problem out himself. No other details are available. Customer will not be sending the unit in for repair.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer was able to go online and figure the problem out himself. No other details are available. Customer will not be sending the unit in for repair. At this time this complaint is considered to be closed. Should the unit be repaired at a later date, this complaint will be re-opened and an investigation will be performed. Device not available.